Event description:
It was reported that a user experienced hyperglycemia with a fingerstick of 526 mg/dl and the pump displaying high after a supply change, while using the ilet bionic pancreas and attempting to treat the high glucose with meal announcements. Customer care provided support that included technical troubleshooting and user education. Investigation of this case revealed that the hyperglycemia cause was unclear and that replacing the infusion site resolved the event. No symptoms associated with elevated blood glucose reported. Outcomes included guidance not to use meal announcements to correct hyperglycemia, after which glucose returned to range without medical intervention. It was concluded that the device was functioning as designed and the event was attributable to an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.